Manufacturer narrative:
(B)(4). Our records indicate this lead will not be returned as it is in the possession of the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to high capture thresholds. No additional adverse patient effects were reported.